Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and provided advisory recommendations, including adjusting the out-of-range alert threshold and considering lead replacement if impedance reaches 150 ohms. No adverse patient effects were reported. This rv lead remains in service.